Event description:
It is reported that pt has received a durom cup on (B)(6) 2007 and since then experiences hip pain. A revision/tha is planned. No further details available at present.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer ltd, which markets the devices in the UK. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).